Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. It was noted that patient needs to charge the ipg more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be as it was disposed at the facility.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. It was noted that patient needs to charge the ipg more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be as it was disposed at the facility.

Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event.